Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the patient experienced a pericardial effusion due to the left ventricular lead or the implant tools used to implant the lead. No tamponade was noted, but the venogram was suspicious for retained contrast. The patient remained hemodynamically stable - as was the effusion per the echocardiogram - and the effusion cleared with no intervention necessary. The lead remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.